Manufacturer narrative:
The stem associated with this report was not returned. A complaint database search finds no other reported incidents against this provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. **update** 4/19/2013- pfs and medical records received. Part/lot was provided. Operative notes indicate metallosis and minimal evidence of corrosion. The stem has been added. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup and metal wear. Doi: (B)(6) 2005 - dor: (B)(6) 2012 (left hip).